Manufacturer narrative:
(B)(4). Open shrouds. Evaluation summary: the analysis results showed that one device was rec'd with the handles open and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. While no conclusion could be reached as to how the handle became open, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at(B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, about the fourth firing, the firing handle did not go back to its original position without assistance from the customer. The case was completed with no pt consequence.